Event description:
It was reported to technical services on (B)(6) 2011 that this lead has steadily rising impedances up to 1300 ohms. Threshold at 3.5 at 2.0ms with noise confirmed. Dr. (B)(6) is seeing pt at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).